Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left total knee. If additional information does become available, it will be submitted in a supplemental report.

Event description:
Postoperative diagnosis: failed left total knee arthroplasty. No other implant information available due to index surgery occuring outside of cors.